Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012750378); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-29, the initial valve placement attempt was too deep, leading to a recapture. During the second attempt, infolding of the valve was observed. The valve was subsequently replaced with a new one, which was successfully implanted without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Product analysis: the valve was discarded; therefore, analysis of the actual device could not be performed. However, procedural images, including five media images, were submitted to medtronic for review. During the second deployment attempt, infolding of the valve frame was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the entire system was removed and replaced with a new delivery system and valve. In this case, the valve was subsequently replaced with a new one. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-29, the initial valve placement attempt was too deep, leading to a recapture. During the second attempt, infolding of the valve was observed. The valve was subsequently replaced with a new one, which was successfully implanted without any issues. No patient complications have been reported as a result of this event. Additional information was received to report the procedure was delayed by approximately 10 minutes until the new valve was loaded and inspected.